Event description:
It was reported that the atrial analyzer cable had no sensing and no pacing, as shown by no electrogram. The issue was a recurring problem at the facility, stated to have always been with the atrial cable. The cable was replaced during the procedure, and it was requested that the cable be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer's analysis noted that both ventricle alligator clips and the atrial positive alligator clip of the cable were contaminated. All continuity tests were okay, the resistance was correct between pins, and there were no intermittent or shorted connections found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cable has been returned.